Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use, and no damage was noted out of the ordinary. The instrument did not collide with anything else, and no fragment was reported to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found with a broken curved blade at the midpoint. The instrument was found to have a blade broken at the midpoint. A pie approximately 0.085" x 0.5" was found to be broken off. The broken pie was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. A review of the submitted image was performed by an intuitive surgical, inc. (Isi). The image shows the instrument has a detached piece of blade.